Event description:
It was reported that this ra lead had high oor pacing impedance. Remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).